Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I rec'd a depuy hip system consisting of a pinnacle tri-lock acetabular shell size 54 mm, with a 36 mm x 54 mm metal insert, the femoral stem was the corail press-fit stem, and the femoral head was a 36 mm +8.5 neck. Soon after surgery, I began experiencing pain and difficulty with my implant. Since the implantation of the pinnacle device, I've experienced severe pain and discomfort and inflammation in my left thigh and left hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: end-stage osteoarthritis, left hip.